Manufacturer narrative:
Pump received with minor scratches to lcd window and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was bumped and received cosmetic damage. No further details were given. Insulin pump was returned for analysis.